Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On approximately (B)(6) 2025, the patient experienced hypoglycemic seizures. When a fingerstick was taken the cgm reading was 171 mg/dl, and the blood glucose reading was 72 mg/dl. No further information regarding the event was reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.